Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulties were encountered. In may 2005 the target lesion was located in the proximal to mid circumflex vessel on a 75 degree bend. The lesion was 17-19mm long and mildly calcified. A 3.5 x 20 mm voyager balloon was used to pre-dilate the vessel. The physician deployed a taxus express2 3.5 x 20 mm drug eluting stent at 12-14 atms for 30 seconds. As the stent deployed, the physician could not see any contrast in the balloon. The balloon was attempted to be deflated but was unable to do so. Initially, the physician was going to cut the shaft of the catheter to deflate the balloon. It was at that time when the balloon was able to be withdrawn by deep-seating the guide catheter. The entire system was then removed as a unit. After the balloon was removed from the body, the stent appeared to be well apposed with good results. There were no patient complications during this event.